Event description:
Power injectable bard dual lumen PICC placed on (B)(6) 2013 developed leak on (B)(6) 2013 and was removed. Reason for use: chemotherapy. Product: (B)(6) male with ph- pre-b all s/p cycle 2 (2a and 2b) of hyper-cvad, admitted for cycle 3a. Day 1 = (B)(6) 2013.